Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 258 mg/dl at the time of call. The customer¿s blood glucose value associated with the triggered suspend event 117 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor value that triggered the suspend event was 117 mg/dl. Suspend on low limit in sensor settings was 85 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed for sensor glucose value verses blood glucose value. The sensor will be returned for analysis.

Manufacturer narrative:
The information provided of blood glucose value with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the 117 mg/dl is the blood glucose value and not sensor glucose value.